Event description:
It was reported that during a stenting treatment procedure, the delivery device became stuck on the guide wire. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left internal carotid artery (ica). The 8.0-29 carotid wallstent was advanced to the lesion without issue. When the stent was deployed approximately 25-30%, the outer sheath "contracted and wrinkled" prohibiting further deployment. The stent was able to be reconstrained; however, the stent delivery device (sds) became stuck on the non bsc hydrophilic guide wire. The physician was able to remove the sds and the guide wire together as a unit without issue. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Five sealed packages were received visually inspected. Packages 2-5 are fine with no defects. Upon visual examination of package 1, it was observed that the tip of the sound dilator component was partially caught in the seal area of the package. The device tip was damaged and the package was damaged. The package damage did not break the sterile barrier specification. Package integrity is intact.

Event description:
It was reported that a package with a sound dilator component was not seated properly into the blister of the device and caused damage to the tyvek and to the part of the component.